Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and implant removal from textured to smooth". Later healthcare professional reported through company's representative "patient has been having anxiety about possibly getting seriously sick". This record is for the left side. Device remains implanted.